Event description:
It was reported that during an open gastrectomy procedure, not all the staples were deployed in the tissue. It was not reported how the procedure was completed. There were no adverse consequences for the patient.

Manufacturer narrative:
Info anticipated, but unavailable at this time.